Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/26/2013 with the following findings:the keypad button symbols were found to be worn. During testing, all keypad buttons were found to be intermittently unresponsive and required increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, all the keypad buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.